Event description:
Pt told rn IV site had been leaking. He stated another staff person told him this. Upon inspection, the catheter was leaking and the nurse discontinued the IV. It was noted to not be intact. The catheter was broken off at the hub and the nurse was unable to locate it.